Manufacturer narrative:
Onsite investigation was preformed and it was discovered that the x-ray batteries along with the charger board 2 caused the reported event. Replacement of the batteries and the charge board 2 resolved the issue. No further issues were reported. Replaced parts were not returned to manufacturer for analysis, therefore, no findings are possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that images had a ring artifact when scanning an open field during their annual check. The site also mentioned loss of image quality. There was no patient present when this issue was identified.